Event description:
The patient stated the power cord on the back of the unit was damaged and that she received an electric shock from it and saw sparks coming out of it. There was no allegation of adverse effects to the patient due to the shock and sparking. The unit was replaced.

Manufacturer narrative:
One i3 unit with and one i3 accessory set were returned for investigation. External and internal visual inspections of the unit revealed discrepancies in the rt. Angle power extension cable. The wires leading into the male side of the connector jack were broken through the insulation and the male connector was broken off. The state of the cable caused disconnection of unit power. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported issue with damage to the power extension cable was confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.